Manufacturer narrative:
A getinge field service engineer (fse) disassembled the cart, removed damaged power cord and reel and installed new power cord reel. The fse re-assembled and performed all functional checkout procedures, unit has passed all test and calibrations and is now ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is currently unknown.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), he discovered there was a missing ground prong on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.